Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced multiple episodes of pacemaker mediated tachycardia (pmt). The device was successfully reprogrammed which ceased the pmt episodes. No additional information was reported.